Manufacturer narrative:
Correction b5: during evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available. Correction: d5, e1. Additional information: b3, d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation the device alarmed system error 322 (link switch error (low)). The cause was identified to be a failed lower link switch. The lower auxiliary requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.